Event description:
It was reported during a colostomy while using the tlc55 the device was fired one time. A second reload was placed and upon attempting to fire, the device would not fire. A new tlc55 was pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5; h2,3,4,6; g4: added add'l info. D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number, k48072; cartridge position, not loaded; drivers present in cartridge, present/up prox dr; firing knob position, back/partial, partially back; gapspace pin condition, good; hook latch position: open/closed, closed; instrument halves: joined/separate, separated; knife condition, good; staples present? Formed/unformed, no and swing tab position: locked/unlocked, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There was one cartridge returned. The returned cartridge was confirmed to be the original cartridge shipped with the instrument. Upon receipt, it was noted that all the drivers on the returned cartridge were in the up position indicating that the cartridge had been fired through a complete firing stroke. Additionally, it was noted that the proximal two drivers were up higher than the other drivers. Due to the condition of these drivers, it appears possible that an attempt may have been made to fire a spent cartridge as the reload cartridge was not returned. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident.